Event description:
It was reported that premature eri was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of premature battery depletion was confirmed in the laboratory. No sources of high current were found. The battery was sent to the vendor. An internal battery anomaly was found to be the cause of the premature battery depletion.